Event description:
It was reported that the pump battery was depleting too quickly, causing the pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on how the pump functions and suggested fully charging the battery. The caller declined to pursue further follow-up to confirm if the issue had been resolved.